Event description:
The report received indicated a pt had an in-stent restenosis three months after receiving three cypher stents in the right coronary artery (rca). The main indication for the procedure was acute inferior wall non q-wave myocardial infarction and resting ECG changes. The target lesion was the proximal, mid and distal right coronary artery described as 3.0 x 40 mm long, de novo, not ostial with a type b2 classification. The vessel was predilated at 30 atms and a 2.5 x 33 mm cypher was implanted in the proximal rca at 0 atms. Post dilatation was conducted at 0 atms. A 2.5 x 18 mm cypher and a 2.5 x 33 mm cypher were also implanted in the mid and distal rca respectively. No procedural complications were reported; the pt was discharged on aspirin clopidogrel, statins, ace inhibitors and beta-blocker. Ten weeks after the index procedure, the pt underwent a staged procedure to treat a new lesion in the circumflex coronary artery. Four weeks later, the pt presented with recurrent chest pains; coronary angiogram revealed in-stent restenosis of the proximally implanted cypher stent. It was treated by stenting.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted within thirty days upon receipt.